Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level displayed as high on the continuous glucose monitor. Reportedly, the customer believes the insulin was "mishandled" prior to use. Bg was addressed via intravenous insulin and saline. Additionally, customer changed insulin vial. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage. Customer reported the pump was functioning as intended.